Event description:
The account reported that the brakes on the left side of the bed were not holding when the right side brake was pressed. The bed was located in the hallway at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brake steer torque tube is worn most likely due to normal wear and tear. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake steer torque tube weldment to resolve the issue. Based on this information, no further action is required.